Event description:
It was reported by the customer that a pyxis medstation es system had a drawer was failed and device not detected on bus. The customer reported that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed and device not detected on bus. A field service engineer replaced the drawer and retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.